Manufacturer narrative:
This follow-up MDR is created to document the returned device, lot number, and lot review. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Additional information states the the implant occurred some time in 2014.

Manufacturer narrative:
This follow-up was created to document the additional event information and conclusion of the investigation. A titan pump, two cylinders, and inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the strain relief of the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the longer exhaust tube of the pump. Testing revealed this to not be a site of leakage. Surface abrasion was also noted on the inlet tube of the pump. A group of partial separations, indicating contact with unshod instrumentation, was noted on the detached inlet tube. Testing revealed this to not be a site of leakage. The monofilament was pulled out from the strain relief detachment end of the detached inlet tubing. No functional anomalies were noted with either cylinder or detached inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the strain relief of the longer exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tubing broke at the base of the device. Another device was implanted.